Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol perfix plug (device #3). Additional emdrs were submitted to represent bard mesh (bard flat mesh) (device #1) and bard/davol marlex (bard flat mesh) (device #2). Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for the implant of unspecified bard mesh (bard flat mesh), bard/davol marlex (bard flat mesh) and perfix plug on (B)(6) 2005. As reported, the patient is making a claim for an adverse patient outcome against all devices. It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the date of implant. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. This supplemental emdr represents the bard perfix plug mesh (device #1). Additional supplemental emdrs were submitted to represent bard flat mesh (device #2) and bard mesh pre-shaped w/ keyhole (device #3). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for the implant of unspecified bard mesh (bard flat mesh), bard/davol marlex (bard flat mesh) and perfix plug on (B)(6) 2005. As reported, the patient is making a claim for an adverse patient outcome against all devices. It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2007 - patient was diagnosed with incarcerated right inguinal hernia thereby underwent open repair with the implant of perfix plug (device #1). Per op notes, ¿a perfix plug (device #1) was placed into the inguinal canal, inferolaterally to the spermatic cord using prolene sutures.¿ (B)(6) 2011 - patient was diagnosed with recurrent right inguinal hernia thereby underwent open repair with the implant of bard flat mesh (device #2). Per op notes, ¿noted lot of fibrosis and was dissected out. Noted that there were the remnants of the old mesh. A bard flat mesh (device #2) was placed.¿ (B)(6) 2012 - patient was diagnosed with recurrent inguinal hernia thereby underwent open repair with the implant of bard mesh pre-shaped w/ keyhole (device #3). Per op notes, ¿a lot of scar tissue incorporated in the prior mesh placed. Then placed a bard mesh pre-shaped w/ keyhole (device #3) around the cord structures on the floor of the hernia using prolene sutures.¿ (B)(6) 2015 - patient was diagnosed with incarcerated recurrent right inguinal hernia thereby underwent open repair. Per op notes, ¿there was noted to be dense scar tissue. There were very dense adhesions in the portion of the previous mesh. Extra-large and large plug was placed on superior space, as well as medial laterally and one just deep to the space.¿ (the implanted extra-large and large plug during this repair was unknown).